Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during total laparoscopic hysterectomy procedure the device did not work properly, made a crack sound and half part of the needle broke off while closing vaginal cuff. The broken needle fell in to patient cavity during second throw of closing vaginal cuff and x-ray was used to locate the broken piece on (B)(6) 2017 and retrieved, the surgical time extended due to the product problem. X-rays and extra trocars and dissection of the cuff was done to resolve the issue in order to complete the case. No additional operation was performed. Patient status: alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.